Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 12/20/2023. An investigation was conducted on 01/03/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire or the intact clear silicone insulation on both the cold and hot jaws. The black sheath of the shaft closest to the base of the jaws was observed to be peeled back, exposing the inner contents of the shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical /electronic property problem¿" was not confirmed, however, the analyzed failure "peeled; shaft" was observed. The lot #3000320597 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester noticed that device wand would not allow harvester to cut through tissue during endoscopic radial harvesting. There was intermittent energy delivery to the jaws. Power source verified to be at 3, plugged in, and on. A second evh kit was opened to complete the procedure without further incidents. The only delay was to open a 2nd device. No patient injury reported. Medwatch filed under (B)(4)

Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.